Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device will be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the silicone sleeve of the clave port remained in the depressed position. The tubing set was being used for intermittent delivery of an unspecified medication. At an unspecified time, the male adapter of a 10ml syringe of normal saline was connected to the clave port of the tubing set. It was reported that when the syringe was disconnected from the clave port, the silicone sleeve of the clave port remained in the depressed position and a unspecified volume of solution leaked. There were no reported adverse pt effects and no reported delays of therapy critical to the pt. No medical interventions were reported. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was resumed.